Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the electrode was completed. Only the terminal section of the electrode was returned, severed 6.3 centimeters (cm) from the terminal pin. Electrical testing was performed and measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered appropriate therapy which successfully converted the patient's ventricular fibrillation (vf) rhythm. The recorded shock impedance for the episode was 1 ohm. A high shock lead impedance alert was noted approproxiately one week later. System replacement was recommended. Prior to replacing the system approximately one week post device check, this device could no longer be interrogated. The system was explanted and successfully replaced. No additional adverse patient effects were reported.